Event description:
Per the audiologist, results of an integrity test done in 2008 was consistent with normal receiver/stimulator function with multiple open and short circuit electrodes. Deactivation of the open and short circuit electrodes did not solve the problem. Reportedly the pt has mondini syndrome, an enlarged vestibular aqueduct and a history of recurrent ottis media. An x-ray showed "normal" placement of the electrode array. Explantation/reimplantation is scheduled for four months later.

Manufacturer narrative:
This type of event is addressed in the device labeling.